Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Investigation revealed that there was no system malfunction. Engineering evaluation revealed that there was no system malfunction. Our investigation of the case logs found that the root cause was user user technique. Images captured for t2-t7 screw placement contained tracking errors due to movement of the dynamic reference base (drb) or fluoroscopy fixture before capture via the refresh button. The calculated merge score for those levels was low but was accepted and verified by the user. The user was also alerted of possible shifts in the drb during navigation by the surveillance marker. The remainder of the case was successfully completed using traditional means. Screw implants at t3 left, t4 left, t6 right were medially misplaced. Screw implants t3 l and r, t4 r and t6 r were removed and rerouted by hand. There was no adverse impact to the patient. The cause of the reported issue was traced to user technique.

Event description:
Psf case. First registration & screw placement was completed at t8-l1. Successful screw placements verified via intraoperative CT. Second registration & screw placement was completed at t2-t7. Surgeons used 2.5mm high speed drill and standard 2.5mm side cutting drill to create pilot holes only at t2 r&l, t3 r, t4 r, t5 r while holding respirations. T6 & 7 b/l pilot holes were made and screws were placed. Surgeons than used robotic guidance to go back and place t2-t5 screws. (T3 r, t4 r, and t5 r screws were not placed with robot due to lack of pedicles). Upon verification with intraop CT, it was determined that there were medially misplaced screws at t3 left, t4 left, t6 right. Note: t3 right was placed freehand without nav or robotic guidance, and was determined to look lateral. Seep were abnormal for lower extremities for approx. 20 min. T3 screws bilaterally were removed, as well as t4 r and t6 r screws. Each were rerouted by hand.